Manufacturer narrative:
Evaluation method. The patient's device was not returned to zoll for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash caused by the lifevest. The patient alleged a rash under her left breast under the front therapy electrode (te). The patient reported using a cream which was not helping, and that her daughter in law who was a nurse suggested a different cream. Follow-up indicated that the patient ended use of the lifevest due to an improved cardiac function. The medical outcome of the irritation is unknown.